Manufacturer narrative:
The product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient was not seeing well at distance like she wanted, halos at night have not improved and were horrible, was still difficulty reading in the left eye. On (B)(6) 2026 started using corticosteroid twice a day in left eye. Additional information was received and stated that the patient iol exchange has been delayed due to a lid infection. Dates were not specified yet.